Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately nine months following the implant of this transcatheter bioprosthetic valve deep in the annulus, the paravalvular leak (pvl) modified from mild to moderate to severe. A new transcatheter bioprosthetic valve was implanted valve-in-valve successfully and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.